Event description:
The customer complainted of a suspected positive biological indicator. The load was not recalled and the instruments in the loads of the event were used on patients, and no incidents have been reported.